Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record (DHR) was reviewed and no discrepancies were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Associated products : unk femoral component. Unk articular surface. Report source: foreign : (B)(6). Customer has not indicated whether the product will be returned to zimmer biomet for investigation, as additional information has been requested from the customer. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-02411, 0001822565-2021-02413.

Event description:
It was reported a patient underwent a knee revision last month due to unknown reasons. Attempts have been made and no further information has been provided.

Manufacturer narrative:
D11: associated products : item#: 00576401552; femoral component; lot#: 61894542. This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2021-00250.

Event description:
It was reported patient underwent an initial right tka approximately 10 years ago. Subsequently, patient was revised 3 months ago due to loosening of the femoral and tibial components.